Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during their pre-shift device checks they observed that their device booted-up with a blank display. After multiple attempts, the device's display finally appeared but was distorted with multiple, multi-colored horizontal lines running through it. The device was left alone and eventually the screen returned to normal. The customer advised that his has been an ongoing, intermittent issue and that there have been no specific reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that when the device's display is blank, that only the power led on the main keypad lights up and that the users have to cycle power in order to use the device. The behavior described can be indicative of a device lockup condition that could delay or prevent defibrillation, if it were necessary.

Event description:
The customer contacted physio-control to report that during their pre-shift device checks they observed that their device booted-up with a blank display. After multiple attempts, the device's display finally appeared but was distorted with multiple, multi-colored horizontal lines running through it. The device was left alone and eventually the screen returned to normal. The customer advised that his has been an ongoing, intermittent issue and that there have been no specific reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that when the device's display is blank, that only the power led on the main keypad lights up and that the users have to cycle power in order to use the device. The behavior described can be indicative of a device lockup condition that could delay or prevent defibrillation, if it were necessary.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.